Manufacturer narrative:
Section a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: n/a; lens was removed during the same procedure. Section d6b: explant date: n/a; lens was removed during the same procedure. Section e1: first/given name: unknown, as information was requested but not provided. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was not implanted because it broke and had to be removed. Through follow-up we learned that the lens was fully implanted and removed during the same procedure. The patient was left aphakic and is currently awaiting for lens implantation. At the time of reporting, there was no mention of any patient injury or additional complications noted. No further information was provided.